Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was going through the load sequence and the screen timed out. Customer was unable to turn the screen back on via the wake button. Customer plugged the pump into a power source and the screen turned back on. Reportedly, customer unplugged the touchscreen from the power source and the wake button began working again. Troubleshooting with tandem technical support was performed and customer was able to successfully load a cartridge onto the pump. There was no impact to customer's blood glucose level.